Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant caught on anatomy was confirmed empirically. There are multiple patient and procedural factors that alone or in combination can cause or contribute to the implant being caught on the patient's anatomy. Available information suggests patient's conditions likely contributed to the complaint event. As per information provided, right before advancing across the valve the implant was in closed position and became entangled with a ruptured chord that was moving freely into the atrium. Pre-existing anatomical conditions may have predisposed the device to get entangled with the ruptured chord. However, the implant remained blocked in the sub-valvular apparatus despite several attempts to disentangle the device. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, one chord was ruptured and moved up into the atrium. The surgery went well; the patient remained under monitoring in cardiovascular intensive care unit with discontinuation of amines at 48 hours, then was transferred on postoperative day 6 to conventional ward, and transferred to another hospital at day 13.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from france, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. During the procedure the implant was caught on anatomy. A transseptal puncture was performed with difficulty due to a thickened and remodeled septum, and pressure was noted by the physicians. After the device was inserted into the atrium, advancement toward the valve was carried out. An aortic hugger was encountered early, and additional height was required. The maneuver to gain height and correct the aortic hugger was successfully executed. Medial/lateral and anterior/posterior corrections were then performed. At the time of the "testing" point the implant was in a closed position, and the pascal became lodged in the implant and/or the chordae, possibly due to a chordal rupture. Attempts to release the implant were made over a period of more than two hours, but they were unsuccessful despite numerous troubleshooting maneuvers and advancements, and consultation with a colleague for further advice. Nevertheless, the leaflet of the retention element was successfully freed through elongation maneuvers and slider movements. However, the implant remained blocked in the subvalvular apparatus, according to our hypothesis. Several maneuvers were attempted to release the implant. Elongation of the implant was performed, but it remained stuck in the ventricle, resulting in failure. A back-and-forth movement using the sliders was proposed, but the attempt failed. A diamond-shaped maneuver with rotation was tried, but it was unsuccessful. Removal under echographic and fluoroscopic guidance, using slight rotation and withdrawal of the implant catheter, was attempted but failed. An echographic mpr view was used to attempt medial, lateral, anterior, and posterior movements, but the attempt was unsuccessful. Apnea was induced to reduce ring movement and increase flexibility, but this also failed. Grasping attempts in the anterior and/or posterior positions were made to release the implant, but the procedure failed due to poor visibility of the grasped tissue. A bail-out procedure was not possible, as the implant was stuck in the subvalvular apparatus. A reduction in height was attempted to increase flexibility, approach the plane, and release the implant, but the attempt failed. An increase in height gain was also attempted, but it was unsuccessful. The patient remained clinically and hemodynamically stable throughout the procedure. After multiple discussions, a decision was made by the surgical and medical team to convert to open-heart surgery for implantation of a bioprosthesis, given the patient's low comorbidity and risk profile.